Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status as expected according to the projected longevity. Due to this reason, the patient underwent a surgical procedure to have their icm device explanted. After the procedure, the patient notified the clinic they had experienced a rash at the explant site. The patient noted the rash was slowly improving, they also reported delayed wound healing which is normal for them. The patient took an over-the-counter medication called benadryl due to the reported rash. It is suspected the rash occurred due a patient allergy to the antiseptic used during the explant procedure. Additional information was received where the patient reported their surgical wound had opened and there was drainage. Due to this reason, the patient was prescribed oral doxycycline. Additional information was received indicating the oral doxycycline treatment was successfully completed by the patient. They are no longer on antibiotics, and the initially reported symptoms have resolved at this time. No additional adverse patient effects were reported. The explanted icm device has been returned, and analysis is being performed at this time.

Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) # for this product (field d4) from section d. Suspect medical device. All available product data has been included in this report.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. An attempt was made to interrogate the device, and it was noted the icm could not be communicated with. This is expected since the device was at end of service (eos) battery status. In addition, the device was part of a clinical trial; longevity calculations confirmed the device lasted as long as expected. A review of the stored latitude data did not find any errors or faults. Analysis did not identify any product issues that would have made dehiscence more likely than what is described in the instructions for use (IFU) for this icm as a known inherent risk of the use of this product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on returned device analysis and a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. We are unable to provide the complete unique identifier (UDI) # for this product (field d4) from section d. Suspect medical device. All available product data has been included in this report.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status as expected according to the projected longevity. Due to this reason, the patient underwent a surgical procedure to have their icm device explanted. After the procedure, the patient notified the clinic they had experienced a rash at the explant site. The patient noted the rash was slowly improving, they also reported delayed wound healing which is normal for them. The patient took an over-the-counter medication called benadryl due to the reported rash. It is suspected the rash occurred due a patient allergy to the antiseptic used during the explant procedure. Additional information was received where the patient reported their surgical wound had opened and there was drainage. Due to this reason, the patient was prescribed oral doxycycline. Additional information was received indicating the oral doxycycline treatment was successfully completed by the patient. They are no longer on antibiotics, and the initially reported symptoms have resolved at this time. No additional adverse patient effects were reported. The explanted icm device has been returned, and analysis was completed.

Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) # for this product (field d4) from section d. Suspect medical device. All available product data has been included in this report.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status as expected according to the projected longevity. Due to this reason, the patient underwent a surgical procedure to have their icm device explanted. After the procedure, the patient notified the clinic they had experienced a rash at the explant site. The patient noted the rash was slowly improving, they also reported delayed wound healing which is normal for them. The patient took an over-the-counter medication called benadryl due to the reported rash. It is suspected the rash occurred due a patient allergy to the antiseptic used during the explant procedure. Additional information was received where the patient reported their surgical wound had opened and there was drainage. Due to this reason, the patient was prescribed oral doxycycline. No additional adverse patient effects were reported. The explanted icm device has been returned, and analysis is being performed at this time.